Manufacturer narrative:
Other relevant device(s) are: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a an unknown interstim device it was reported that the device stopped working overnight without any warning. It was also stated that the patient tried to check it with the urologist to see what the problem was and they tried to change the settings but the stimulation is apparently not stimulating the nerve. It was also reported that the battery was really visible and painful in their back and the lead is making a bump under the skin which to them felt like a knot. Patient also stated that all their urinary symptoms came back since the ins stopped and its really frustrating and it needs to be changed. No further complications noted or anticipated